Manufacturer narrative:
This report was submitted for the gastrointestinal (gi) bleed events that an event date was not provided for. Therefore, the patient¿s age was reported as the age at the time the information was provided to the manufacturer. This report was submitted for the gastrointestinal (gi) bleed events that an event date was not provided for. Therefore, the event date was reported as the date the information was provided to the manufacturer. The reports for twelve of the gastrointestinal (gi) bleed events where information was provided were reported under medwatch MFR report # 2916596-2018-05178, medwatch MFR report # 2916596-2018-05179, medwatch MFR report # 2916596-2018-05182, medwatch MFR report # 2916596-2018-05183, medwatch MFR report # 2916596-2018-05184, medwatch MFR report # 2916596-2018-05185, medwatch MFR report # 2916596-2018-05186, medwatch MFR report # 2916596-2018-05187, medwatch MFR report # 2916596-2018-05188, medwatch MFR report # 2916596-2018-05189, medwatch MFR report # 2916596-2018-05190, and medwatch MFR report # 2916596-2018-05192 the patient underwent pump exchange on (B)(6) 2016, reported under medwatch MFR report # 2916596-2016-00839. The event dates for the gastrointestinal (gi) bleeds within this report are unknown, therefore it is unknown which lvad was implanted at the time of these events. Medwatch MFR report # 2916596-2018-05385 reports this same event, but against the patient¿s other lvad. The approximate age of device was not able to be calculated, as the event date for the gastrointestinal (gi) bleed events were not provided. Device evaluation: a correlation between the device and the reported gastrointestinal bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) . It was reported that the patient had a history of gastrointestinal (gi) bleeding with approximately 19 documented gi bleeds since 2014. Reportedly, at the time of the gi bleeds, the patient either had dark stool or felt tired and fatigued. The patient¿s hemoglobin (hgb) ranged from the lowest at 6.5 g/dl to highest of 14 g/dl since 2014 with a medium level of 9.5 g/dl. The patient¿s low inr was 1.06 and high was 3.93, with a medium of 1.7. Aspirin was stopped on an unspecified date and patient¿s goal inr was 1.6-2.0, and kept on lower end. Treatment included multiple blood transfusions on unspecified dates along with proton pump inhibitor (ppi) and monthly long-acting sandostatin octreotide injections as an outpatient that began on an unspecified date. Thalidomide was attempted on an unspecified date, but side effect was reported as too severe. On (B)(6) 2018 it was reported that the patient was compliant with medications. The patient reportedly had too many gi bleed events that the physician would no longer perform scopes.